Manufacturer narrative:
The customer reported an op-check failure for the therapy cable. The device was evaluated at philips, and the symptom was reproduced. The therapy port was replaced to resolve the issue.

Event description:
The customer reported an op-check failure for the therapy cable.